Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer sent the product back for analysis.

Manufacturer narrative:
All buttons functioned properly. No keypad traces anomaly noted. The connector on the lcd board was inspected and no anomaly was noted. The pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.